Event description:
It was reported that the biomed had arctic sun device that was not filling. The circulation pump was weak and did not pull water up the fill tube. They recommended to send it for the 2000 hours preventive maintenance service. As per sample evaluation results on 05oct2023, it was reported that the double bend tube and the chiller evaporator outlet tube were expanded, and the tank seals were deteriorated .completed the 2000-hour pm procedure on the device.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The DHR review not required as the reported issue was unconfirmed. The reported event is unconfirmed, labeling/packaging review is not required. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the biomed had arctic sun device that was not filling. The circulation pump was weak and did not pull water up the fill tube. They recommended to send it for the 2000 hours preventive maintenance service.